Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 8792113, 510k# k994239 and (B)(4) is cleared for us. Product analysis: the plate and four bone screws where returned. The both locking tabs have been broken off one side of the plate. On one of the bones screws (lot# h5174732) has clear witness marks where it is pushed upwards against the tab and broke it. Another screw also lot# h5174732 has witness marks around the minor diameter of the screw indicating that screw may not have been at the perfect angle during implantation. There does not appear to be a manufacturing issue with the screws or the plate. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used in initial surgery: c5/6: anterior cervical decompression fusion pre-op diagnosis for revision: screw back out procedure used in revision: anterior cervical decompression fusion, c5/6 it was reported that the patient underwent a surgery at c5/6 in which the plate was implanted. Post-op, after approximately six months screw backed-out. Patient underwent revision surgery for replacement of the screw. No patient complications were reported as a result of the revision surgery.